Event description:
During an incident in 01 involving a male patient monitored due to seizure,this defibrillator being used with monitoring pads shut down after a few minutes.the batteries were switched with the same result.the patient was transported to a hospital alive.after the incident,the user tried out the monitor himself with the same result.ECG/nsr was displayed but there was no "check electrodes" prompt.